Event description:
Drug/diluent: marcaine 0.5%. Fill volume: unk, flow rate: unk, procedure: shoulder surgery, cathplace: unk. (Reference 2026095-2012-00228 a, 2012-00230 c, 2012-00231 d, 2012-00232 e). It was reported that the pt presented severe jaundice with chemical (B)(6). Info received from anesthesiologist stated the pump was not at fault, it was a medication issue.

Manufacturer narrative:
Method: no product was returned for eval and investigation. Results: without the actual product, an analysis cannot be conducted. Conclusions: without the actual product no conclusion can be drawn. At this time this product is under recall.